Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that three ophthalmic forceps moved initially then would not open after the initial use during vitrectomy and retinal surgeries. Alternate forceps were obtained in order to complete each procedure. There was no harm to any patient. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. The received forceps sample was found in an outer blister including the cover foil. The returned forceps was bent/damaged. The device history record for the affected lot was reviewed by the manufacturer. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was not returned properly and was probably additionally damaged during transport. Due to the condition of the returned sample, the customer's complaint could not be confirmed. The bending does not allow for a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively. No injuries have been reported related to this issue. A manufacturing or design related root cause for the damage of the complained device could not be identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(6).